Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of a device. The first photograph depicts the obturator inserted into the cannula inside a bag. The second photograph depicts the product label. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device had damaged seal while used in insertion of a clip applier. When the surgeon was inserting a clip applier, the device grabbed the seal on the trocar and pushed it into the patient. The blue seal fell into the patient. The foreign body was intact and was retrieved from the patient with no additional pieces left inside the patient and was able to complete the case. There was no injury caused to the patient and no medical intervention was required.